Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 60 mg/dl. Reportedly, the customer inadvertently performed the load fill tubing process while connected to the infusion set site. Bg was treated via glucagon gel and consumption of carbohydrates. Reportedly, customer left the ER 5 hours later with the issue resolved and no permanent damage.